Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). Based on the provided data, a general reagent problem was excluded because the quality control results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 from the cobas c 503 analytical unit. The initial result was 0.534 mg/dl. The repeat result was 1.50 mg/dl.

Manufacturer narrative:
Medwatch field d1-d4, g1, and g4 were updated. The field service engineer checked and adjusted the cell washing area. A hardware check was performed, and the results were within expectations. The customer's centrifugation time appeared to be too short when compared to the tube manufacturer's recommendations. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the event was due to a combination of preanalytic factors and a cell wash issue, which was resolved through service actions.